Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified the reported errors in the diagnostic fault log. To fix the issue, the fse replaced the drive manifold and calibrated the transducers. All functional and electrical safety tests were performed to factory specifications and the iabp was returned to clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) alarmed "electrical test fails code #58" and "autofill failure" prior to use on a patient. No adverse event was reported.